Event description:
Device 2 of 2. Reference MFR. Report #: 3006705815-2018-03438. It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient had two leads explanted and replaced due to high impedance. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The reference manufacturing report number was erroneously reported as 3006705815-2018-03439. The correct manufacturing report number is 3006705815-2018-03509, as currently reflected.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-03509.